Event description:
It was reported that the outer packaging label, chinese label and luer of one resolute integrity coronary drug-eluting stent indicated a device model and size of 3.0 x 30mm that did not match the size of the actual device which measured 36mm. The lesion being treated was a non-tortuous lesion located in the proximal left anterior descending (lad) artery. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The device was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: prior to inserting the stent in the lesion, the stent was not measured. Intravascular ultrasound (ivus) was used to determine the length of the stent after dilation. The stent was confirmed to be 36 mm long after dilation. The lesion had severe stenosis. The mid-distal lad had mild to moderate stenosis. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The stent was successfully implanted in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: after the operation, the balloon of the stent was measured with a ruler which was also measured 36mm. There was no impact or adverse consequences to the patient. Image analysis: one image of the device was provided, showing the balloon in a post-inflated state without the stent. The balloon is positioned against a ruler, and the luer is labelled with "3.0 x 30mm." Additionally, an image of the shelf carton label displays the device details as "3.0 x 30mm." Dimensional deviation of the stent cannot be determined from these images. One single still image was provided showing the ivus measurement of the stent. This image does suggest that the stent measures as a 36mm stent. Three movie fluoroscopic images were provided showing the positioning of the stent, followed by commencement of deployment followed by showing the profile of the deployed stent, without contrast injection. This is followed by a final image showing the left coronary system with contrast injection post successful stent deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The shelf carton and pouch label specify the stent diameter and length as 3.0 x 30 mm. The compliance chart verifies the stent diameter as 3.0 mm. Additionally, the luer documentation lists the stent dimensions as 3.0 x 30 mm. The markerband spacing, which the stent is required to fit within, falls within the specified range of 32.2¿32.7 mm, with an actual measurement of 32.2 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.